Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). The battery longevity had decreased from two years to elective replacement indicator (eri). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported.